Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was stopped and an ambu bag was applied. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was stopped and an ambu bag was applied. The manufacturer received additional information alleging dyspnea and loss of consciousness when visiting the hospital, so after tracheal intubation, a hospital ventilator was applied, and after treatment in the ICU, the device was replaced through a nasal mask on august 16th. The device was returned to the manufacturer's product investigation laboratory. The manufacturer's product investigation laboratory (pil) confirmed that a ventilator inoperable event occurred at the time of the incident. Pil also confirmed that a code related to the vent inoperable did occur while the patient was on the device and the device stopped providing therapy. Pil started therapy with a test lung using the existing device settings. Pil ran therapy for approximately 22 hours without issue. The device passed all testing, and the error did not reoccur.